Manufacturer narrative:
Two 12.5f x 32 cm catheters were returned for evaluation. Both catheters have been altered by the end user. The catheter's distal end was cut off to shorten the length to 17 cm. Approximately 2 cm of the arterial side of the distal end was cutting the outer portion of the lumen. Sample #1: the lumen is cut 3 cm from the hub. Visual examination of the device revealed a pin hole in the venous extension 1 cm from the base of the silicone sleeve. Sample #2: visual examination of the device revealed a pin hole in the venous extension 2 mm from the base of the silicone sleeve. The red extension cannot be evaluated as the red luer is separated from the catheter at the edge of the silicone sleeve. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The venous extensions were cross sectioned and measured. All measurements were within the design specifications. We are unable to determine the cause or factors which may have contributed to this event.

Event description:
It was reported that the physician was "asked to change catheter because it was "leaking". Upon my evaluation it was noted that both ports had tiny holes not visible to the naked eye, but obvious when flushed. The blue port had 4 contralateral holes and the red port 2 contralateral holes. "The insertion date of this device is unknown. The removal date was (B)(6) 2012. A new catheter was placed. On (B)(6) 2012 the patient went for dialysis. "Poor outflow from catheter was noted and alteplase 2 mg was administered to catheter ports. Forty minutes into hemodialysis therapy assess pressure alarm was activated several times and upon inspection blood was noted over venous port of catheter distal to blue clamp. Treatment was stopped and blood cultures taken." Catheter was removed and replaced on (B)(6) 2012.